Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Report states:"on (B)(6) 2015 at 9:10 am patient was being transferred from her bed to her wheelchair by nursing home staff. One staff member was at the foot of the patient and another staff member was at the head of the patient. While being transferred with the invacare 600lb lift the crossbar became unscrewed from the scale which is attached to the boom of the lift. The patient sustained a laceration to the back of the head and was brought to the hospital by ambulance. The patient was treated and returned to the nursing center the same day but later was admitted back over to the hospital with a fever.